Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by a third party and the customer's complaint was confirmed. The device's software was reloaded to address the issue.